Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "pads burned patient". Questionnaire was received from clinician and/or patient. Treatment was interrupted; progress toward recovery was impeded. Treatment was recommended that patient follow up with primary care doctor and she said she would, no information regarding follow up given. Injury defined as "electrical burn was noticed when pads were removed after treatment directly under the left lumbar pad 2cm x 1cm, 2nd to 3rd degree burn" discovered by patient the four days post treatment. Device not returned to manufacturer for evaluation.